Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Visual inspection confirmed that the tip was bent and rolled into a hook formation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tip of the thoracic probe being used was bent hit with a mallet by the surgeon. The surgeon then switched to another probe to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.